Event description:
It was reported that the patient is not having effective therapy due to high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.